Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was receiving an alarm on the insulin pump and all of the buttons stopped responding. The customer's blood glucose was 141 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.